Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was unable to charge the pump after multiple attempts despite using another wall adapter. The customer's blood glucose level was 179 mg/dl. The customer reported they would continue to use the pump until replacement arrived.